Event description:
Received info from affiliate that a pt reported corneal ulcers both eyes. No additional info is available despite repeated attempts by affiliate to contact the pt. Treatment is not known and severity is not known. Injury is determined to be reportable as worse case possibility.